Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that the recharger won't charge ins fully/past 75%, further mentioning patient had 6-8 coupling boxes while recharging. It was reported that patient was having to charge every two days and the ins level had gotten to zero, five time and at the time of the report, the ins level was at zero. It was stated that patient was not on high settings. No patient symptoms were reported. Caller was warm transferred to repair. Patient stated they also spoke to the manufacturer's representative (rep) over the phone on the day of the report, and was instructed to call and have the recharger replaced. The rep was not sure if this was a problem with the recharger or implant. No further patient complications were reported/ anticipated as a result of this event.